Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a procedure for transcatheter aortic valve replacement (tavr) and the physician wanted to rapidly pace the ventricle as the valve was inflated. When the cardiac resynchronization therapy defibrillator (crt-d) was set to pace at 200 beats per minute, the device was unable to obtain 1:1 capture; instead, capture every other beat for several seconds was observed. It was noted 1:1 capture was obtained after several seconds. The device remains in use. No patient complications have been reported as a result of this event.